Event description:
Related manufacturer reference number: 2017865-2023-73094. It was reported the patient presented for implant procedure. During surgery, the delivery catheter attempted to release the leadless pacemaker (lp) but would not separate. While discussing next steps, the delivery catheter released the lp. Observation after removal found the delivery catheter had a blood clot in the docking cap and beads were missing from the tethers. The patient was in stable condition.

Manufacturer narrative:
The reported events of difficult to release, spontaneous release and broken bullets were confirmed. As received, a complete catheter was returned without the bullets. Visual and x-ray examination found the tethers were broken and the bullets were not returned. Scanning electron microscopy analysis was performed, and signs of overload fractured were noted.